Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign objects in the air water channel and cylinder was observed. The service repair technician indicated that the most likely cause of the foreign objects in the air water channel and cylinder was due component failure. There was no patient involvement.